Event description:
Procedure: laparoscopic roux-en-y. The 5mm adaptor seal on the device fell off and into the surgical cavity. The seal was retrieved. This occurred twice. No injury to the patient was reported.